Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device has not been returned, it was discarded, therefore unavailable for a physical evaluation. However, photo was provided. Upon visual inspection of the photo, it was observed that the white suture was broken, and the distal ends were frayed. It was not possible to see the entire condition of the other sutures. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 9l40674, and no non-conformances were identified. The white suture is used to assembly into a graft construction with provides fixation. The green / white suture is the lead suture due to it is used to pull the implant/ graft construction with tension, the tension values are associated with this final implant assembly; the strength requirement of adjusting suture loops well the 250n clinical spec ~1700n. The tension clinical spec is high compared to expected intraoperative loads is 20-50n. Regarding the white suture, an inspection is performed during the manufacturing process to check the measurement value and the condition; this information correspond to a process control, and it is the document to use to guarantee the inspection of the white suture, due to this broken suture can¿t have happened during manufacturing process. It is possibly a result of too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place have resulted in fraying; also, could be related to the handling of the device, when inserting through the bone tunnel, the white suture could have rubbed with the bone internal walls. As per IFU: ream 4.5mm passing tunnel and graft socket, 2. If graft socket breaches cortex, use adjustable cortical xl implant to complete reconstruction, 3. Pass implant construct through the bone tunnels using the green-and-white-striped leading suture, 4. Flip the button on the cortex by pulling the green trailing suture and/or the graft. Confirm deployment by toggling leading and trailing sutures or by pulling on graft, 5. While maintaining counter tension on the graft, advance graft into the socket by pulling the white adjustable suture until the graft is fully seated, 6. Fixate opposing end of the graft, 7. Cut the white adjustable suture. 8. Cut the green-and-white-striped leading suture, 9. Remove the green trailing suture. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional in china that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2023, it was observed that the rigidloop adjustable cortical implant, standard device broke when tightened. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.